Event description:
Patient was admitted approximately one month ago for a planned explantation of a medtronic talent endovascular aneurysm graft for a type 1 endoleak and subsequent repair with a open abdominal aortic aneurysm repair using an 18 millimeter rifampin-soaked tube graft. He was deemed stable and safe for discharge home.====================== manufacturer response for talent abdominal stent graft, talent abdominal stent graft======================awaiting response